Event description:
It was reported that coil separated. A 15 mm x 40 cm .035 interlock coil was selected for use. An intermittent flushing method was used, and flushing was performed prior to coil insertion. A non-boston scientific 0.038-inch 5f catheter was used. During the procedure, the coil became stuck in the distal portion of the catheter. Attempts to remove the coil were unsuccessful. During the removal process, the coil was torn, but was ultimately removed together with the catheter. The procedure was completed with another of same device. There were no patient complications as a result of this event.